Event description:
An olympus representative reported on behalf of the customer that their camera head produced a poor image. The issue was discovered during an inspection prior to use, and the unknown procedure was completed with a replacement device. The customer later confirmed that they regularly both inspect and perform cleaning of their devices. Upon inspection and testing of the returned unit, it was discovered that the charge coupled device (ccd) was cloudy due to device flooding, and this completely obscured the image produced by the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the charge coupled device (ccd) was cloudy due to the device having become waterlogged, and this completely obscured the image produced by the device. The customer's originally reported issue was confirmed. The following additional findings were also noted: broken folding stopper, cable buckling, coupler rattling, and device head flooded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, water immersion of the charge coupled device has been confirmed. Therefore, it is thought that charge coupled device flooding caused the image to be stimulated, so that the reported issue of "no image" occurred. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.